Manufacturer narrative:
MDR 3003442380-2024-04214 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events (three on (B)(6) 2024). Event occurred after three hours of insertion. The insertion site was at abdomen. Set was in use for 1-2 days. Blood glucose levels at the time of event were 487 mg/dl. Patient used correction injection by multi- daily injections to address high blood glucose. He replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.